Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she thinks she is having an issue with the insulin pump that has been going on for years due to the last few weeks. Customer stated that her blood glucose dropped today and on wednesday. Customer had blood glucose readings of 90 mg/dl, 150 mg/dl, 67 mg/dl, 47 mg/dl, 330 mg/dl, 69 mg/dl, 105 mg/dl, 182 mg/dl, 198 mg/dl, 344 mg/dl, 312 mg/dl, 186 mg/dl, 172 mg/dl, 99 mg/dl, 86 mg/dl, 55 mg/dl, and 75 mg/dl. Customer's blood glucose was 287 mg/dl at the time of the incident and was currently 90 mg/dl. Customer treated with food and has been experiencing lows for several months. Customer's blood glucose went up to 118 mg/dl during the call. Customer stated that the pump was exposed to a cat scan but the pump passed the displacement test. Customer was advised to monitor the pump. Customer declined further troubleshooting. Customer also mentioned having 2 tiny air bubbles and skin irritation from the tape.